Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pacing lead exhibited high impedances. The lead was electrically abandoned and the device reprogrammed. No patient complications have been reported as a result of this event. The patient is part of the sls clinical study.